Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a mitral valve clipping procedure the current electrograms (egm) shows atrial sensed beats appear to be occurring with ventricle sensed beats with possible atrial capture issue. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.